Manufacturer narrative:
The event of lead cut by the physician due to a loose lead was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31959. It was reported that during an unrelated procedure on (B)(6) 2020, one of the patient's leads was noted to have been loose, and it was cut as a result. It is unknown which lead was involved, so all suspected leads are being reported.